Manufacturer narrative:
The device history record for the lot number, aa4272n27, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One sample was returned. The sample was received with the enteral feeding tube severed near the distal end. The severed end was not received. The balloon was infused with water. The water was observed traveling from the balloon, through the jejunal feed lumen and exiting the distal end of the tube. Methylene blue solution was then infused into the balloon. It was observed to enter the jejunal feed pathway in side the molded head. There was communication between the balloon inflation lumen and the jejunal feed lumen. Using a blow gun, air was infused into the jejunal feed port. The balloon filled with air. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Manufacturer narrative:
(B)(4). Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving one patient. This is the first of two reports. Refer to 8030647-2015-000127 for the second report. Balloon initially placed on (B)(6) 2015. On (B)(6) 2015 the balloon is not retaining water, tube removed due to constant leaking, she could see water leaving the balloon and traveling down jejunal portion and exiting the tube. The tube was replaced on (B)(6) 2015. On (B)(6) 2015, the balloon went down again due to leaking, had replacement procedure on (B)(6) 2015. (B)(6) 2015 it was noticed there was no water in balloon, we refilled it, and after 15 min, it was empty again, removed the gj tube and placed a mic-key tube, since my daughter is not 100% tube fed, until able to have replacement gj tube procedure on thursday of next week.